Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the shaft broke. As the physician was trying to advance the taxus express2 2.75 x 20 mm drug eluting stent, the shaft broke inside the guide at the bend in the aortic arch. He felt resistance and when he looked on fluoro, the shaft was broken. He had a buddy wire in place and was able to remove it all. They pulled the guide out to remove the broken shaft. There were no pt complications reported.

Event description:
It is of note that the device was used after its expiration date.